Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. During the procedure, the occlusion balloon wire became separated from the adaptor and the occlusion balloon deflated. Pt is reported to be fine.

Manufacturer narrative:
Results, conclusion: other: the actual device used during the case was returned and evaluated. Visual examination of the device revealed that the occlusion balloon wire was engaged in a balloon catheter. The extension wire was missing from the occlusion balloon wire. The occlusion balloon material was baggy and cloudy (indicating that the occlusion balloon had been inflated at one point). A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed for deflation, the extension wire was pulled out of the occlusion balloon wire resulting in deflation.